Event description:
The customer reported that the system would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The contact between the frame grabber and the image process controller was repaired. The system was tested and found to be working as intended adn put back into service.